Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. This matter is in litigation. Follow-up activities are being performed by the depuy legal team. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Device not returned

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/15/2012 - pfs and medical records received. After review of the medical records the revision operative note confirmed metallosis and a loose cup. When the loose cup was removed there was an acetabular fracture that had to be fixed with screws. There is no new additional information that would affect the existing MDR decision.

Event description:
Patient has been revised. Update - (B)(6) 2011 - litigation papers allege the following: several months after receiving the implant, patient began to experience pain and swelling in the groin area. This pain and swelling persisted and by the (B)(6) 2010, patients doctor decided he needed to have his hip implant surgically removed and replaced. During the revision surgery, a large amount of brownish cloudy fluid consistent with metallosis was found. At the time of surgery, it was also found that the acetabular cup was grossly loose.